Event description:
Caller reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any issues reoccur.